Event description:
The patient has an scs system for off-label use. It was reported the patient has not been receiving adequate coverage. X-rays were taken and revealed lead migration. As a result, the patient is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.